Event description:
An initial report has been received from a dealer who stated the button is broken related to the joystick overlay. No information of ill effect.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m61, serial number/date (B)(4) is approximately 3 years and 1 month old. The owner's manual part number 1125085, rev.j (oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. No further information has been regarding this incident. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.